Event description:
While performing the 20/30 day qc on their third vitek 2 instrument, a customer noticed that they had been using dextrose bags instead of the required 0.45% saline bags. The problem was noticed due to qc issues on only the third instrument, which had been used for multiple weeks. The customer assumed that sensitivities would be more resistant and wanted confirmation, however, biomerieux, inc. Cannot confirm this assumption. Biomerieux inc. Did suggest that the customer verify the sensitivity patterns on tested organisms, repeat those isolates that are available, verify that qc was acceptable during this time and recommended that the physician be notified of the situation.

Manufacturer narrative:
The vitek 2 instrument is designed to use one liter bags of 0.45% saline. The vitek 2 product labeling clearly states in multiple locations that 0.45% saline must be used with the vitek 2 system. In this instance, the customer used one liter bags of dextrose on their third vitek 2 instrument by mistake. The one liter dextrose bags were obtained from their own inventory.